Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that his insulin pump needed to be replaced. The customer was hospitalized in a coma, but there was no information regarding the event. The customer only stated that someone in the nursing home took off the customer's insulin pump because it was malfunctioning while he slept. Advised that the insulin pump will be replaced. Nothing further was reported.